Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for routine follow up, the programmer exhibited a diagnostics anomaly.

Manufacturer narrative:
New information; device manufacture date.

Manufacturer narrative:
UDI number should have been (B)(4) rather than blank.